Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) oversensed noise on the right ventricular (rv) channel resulting in pacing inhibition. The rv port is plugged on this device. A rhythm strip was provided to boston scientific technical services (ts) for assessment and guidance. Ts noted that along with oversensed noise there is evidence of the autolead detect signal repeated every two seconds. This signal cannot be deactivated until the rv port measures an in range pace impedance measurement. The current configuration of this device is off-label. The device was reprogrammed from ddd 50 to doo 80 with rv daily measurements programmed off. The device remains in service. There were no adverse patient effects and it was confirmed that the patient is not pacemaker dependent.